Event description:
Affiliate reported that the machine displayed that it could not be "zeroed." The defective product caused a delay during the operation because another one had to be brought in. Customer did not keep of a record for the delay time, however as a conservative measure the event is being reported.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.